Event description:
New information received on (B)(4) 2019 indicates that the patient's implantable cardiac monitor received a software upgrade on (B)(6) 2019. On (B)(6) 2019 the patient's device exhibited continuing episodes of loss of contact. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented remotely post implant procedure. Upon review, the implantable cardiac monitor exhibited a false pause episode due to loss of sensing. Loss of contact was suspected. On (B)(6) 2019 the patient was assessed for a hematoma at site which was believed to be related to the lack of contact. The patient was stable.